Event description:
It was reported that the physician was ok with the total longevity of the device; however, when it was nearing end of life (eol), the physician thought the device depleted faster than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and revealed normal battery depletion. Concomitant medical products: 407645, lead, implanted: (B)(6) 2007. (B)(4).